Event description:
It was reported that the cassette sensor is defective. It was found during testing. There was no patient harm.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D3. Manufacturing plant address, city, zip code: corrected. D9. Date returned to mfg: 13-nov-2024. H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Device had cracked and stained battery compartment, damaged lcd lens, damaged chassis, missing battery door and dso (downstream occlusion) seal, and contaminated dso sensor. Customer complaint of ¿cassette sensor defective¿ confirmed through downstream occlusion test. The root cause was the failing dso sensor. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.